Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (25mg/ml at 2.71mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had wound dehiscence and the pump was exposed. No environmental, external, or patient factors were reported to have caused this issue. The pump was explanted and replaced on (B)(6) 2018. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Interrogation of the device at analysis determined the pump was programmed to deliver morphine (10mg/ml at 1.658mg/day) and bupivicaine (10mg/ml at 1.658mg/day). H3 - initial analysis of the device identified no anomalies. Destructive analysis of the device was not possible as the allegation was a non-analyzable medical issue. H6 - eval code-method (B)(4) no longer applies. Eval code-result 3221 no longer applies. If information is provided in the future, a supplemental report will be issued.